Event description:
It was reported cardiac tamponade and death occurred. A pulse field ablation (pfa) procedure was performed with a farawave ablation catheter without any complications. Subsequently the same day, a concomitant non-boston scientific (bsc) transcatheter mitral valve repair (tmvr) was immediately followed by a left atrial appendage (laa) closure procedure using transesophageal echocardiogram (tee) and fluoroscopy imaging intraprocedure. A small pericardial effusion (pe) was noted prior to the procedure on imaging, with location and size unknown. During the laa closure procedure, a watchman flx closure device and delivery system (wds) was inserted, and a pe in an unknown location occurred during the procedure that led to cardiac tamponade that was presumably due to positioning maneuvers of the wds. A pericardiocentesis was performed. The watchman closure device was implanted despite the pe, with the physicians hoping it would solve the event. The patient received a blood transfusion. The patient died the same day of the index procedure. The official cause of death was cardiac tamponade. It was noted by the physicians that the intraprocedure pe occurred after the removal of the non-bsc tmvr delivery system, during or after the insertion of the wds.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.